Event description:
The patient was revised because of infection.

Manufacturer narrative:
The exact date of implant was unk, but report as 3-4 weeks prior. The products associated with this reported event were not returned for examination. The product codes and lot codes required to retrieve the device history records and search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the information provided. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.